Manufacturer narrative:
Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number: (B)(4). Event occurred in spain. It was reported that the patient experienced persistent hyperglycemia, with blood glucose levels remained around 390 mg/dl overnight and continued to rise event on 03-feb-2026. The patient changed both the infusion set and the cartridge, but glucose levels did not decrease. The patient subsequently went to the emergency room. The patient took paracetamol. During follow up, it was identified that the elevated glucose levels were due to a bent catheter. In the emergency room, the patient's actual blood glucose level was measured at 600 mg/dl, despite the sensor displaying 400 mg/dl. The patient was hospitalized, and the infusion set was replaced. No further information available.